Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 4 events were reported for this quarter. Product return status. 1 device was not available for evaluation. 3 devices were received. Evaluation findings (results/components). 1 device: no findings available / part/component/sub-assembly term not applicable. 1 device: wear problem / spacer, washer, adhesive. 1 device: wear problem / ball, adhesive. 1 device: wear problem / bearings. Product disposition. 1 device: product not received. 3 devices: scrapped by stryker. Additional information. 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 4 events for the failure: detachment of device or device component. - 1 event had no health consequences or impact. - 3 events had problem identified during non-clinical procedure; there was no patient involvement.